Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely no image may be displayed due to the bent terminal of the video connector socket, which can relate to the metal contact pin being deformed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center socket had poor contact. The issue occurred during preparation for use for an unspecified procedure. The unspecified procedure was completed with the same set of device and there were no reports of patient harm.